Event description:
On (B)(6) 2013, the reporter stated that the consumer was using a 29g size needle. She had been using the micro fine. Customer states she had problems with the needles bending when she draws insulin and when she injects. The needle broke off in her abdomen. Additional information received via telephone on (B)(6) 2013, the consumer stated that the doctor could not find the needle and was at the injection site. Consumer alleges breathing issue from x-rays now. The consumer has asthma. Hospital could not find the needle on x-ray. They advised to wait it out and see if it comes out on its own.

Manufacturer narrative:
A sample has not been received and a root cause has not been determined. If a sample arrives for investigation a supplemental will be completed and potential root cause will be determined.